Event description:
The user's hearing performance with the device is affected. About 8 months after initial surgery the hearing performance with the device started to deteriorate. The user's hearing with the device was good before. The user noticed that during chewing or biting his hearing sensation with the device in the lower frequencies disappears. Contracting the muscle that elevates the ear brings the hearing back. Also raising his ear and pushing the tragus improves the hearing with the device. Additionally, the user also has been experiencing facial nerve twitching as well as a salty taste in his mouth when he is not hearing well with the device. Troubleshooting was performed and twitching was not experienced in real life situations only on single channel stimulation. Furthermore, when eating the user perceives loud chewing sounds. The use was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, facial nerve stimulation, which is a known post-operative side effect of ci implantation was reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. About 8 months after initial surgery the hearing performance with the device started to deteriorate. The user's hearing with the device was good before. The user noticed that during chewing or biting his hearing sensation with the device in the lower frequencies disappears. Contracting the muscle that elevates the ear brings the hearing back. Also raising his ear and pushing the tragus improves the hearing with the device. Additionally, the user also has been experiencing facial nerve twitching as well as a salty taste in his mouth when he is not hearing well with the device. Troubleshooting was performed and twitching was not experienced in real life situations only on single channel stimulation. Furthermore, when eating the user perceives loud chewing sounds. Revision surgery is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition, facial nerve stimulation, which is a known post-operative side effect of ci implantation was reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. About 8 months after initial surgery the hearing performance with the device started to deteriorate